Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure the physician had difficulty with the atrial port set-screw, and also had difficulty removing the lead from the atrial port. Eventually, the physician was able to remove the lead and the set-screw came out of the header/connector. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet and a missing set screw.